Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (code 202) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The code 202 corresponds to corrupt pt parameters and would prevent the monitor from delivering a treatment. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's fiancee called in to zoll lifecor customer support to report that the pt's monitor was displaying that the device could not be used. The pt's fiancee also reported that there was a red bar at the top of the screen as well as a service code 202. Support issue the pt a replacement monitor.